Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler is currently not commercially available in the u.s. However, it is similar to a device sold in the u.s. Na.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed lesion in the left anterior descending artery. A 4.5x08mm nc traveler rx balloon dilatation catheter (bdc) was prepared per the instructions for use. The bdc was being used for pre-dilatation; however, the balloon ruptured during the first inflation at 13 atmospheres. The procedure was successfully completed with a 4.5x08mm non-abbott bdc and an unspecified stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.